Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: mtr cont pc board assy, mcs+. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported "need motor control board (36823-00), as c/f won't spin & board is also burnt. Swapping helps." There was no donor involvement.